Event description:
It was reported that the tip of the device broke off and remains in the joint. During an arthroscopic shoulder procedure, the tip broke off as it was passed through the labrum capsule complex. The device was reported as being used four times before this event; it was used with a working cannula and tissue grasper. The patient now presents with complaint of post-operative pain. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter requested additional information regarding any treatment/intervention planned for the patient. No further patient or concomitant device information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event would be forcing the tip of the device against bone while passing the device through tissue or user mechanical damage such as dropping the device or hitting it against another device.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.